Event description:
I got the essure in (B)(6) 2011 and I have been experiencing severe abdominal cramping, migraines/headaches, back pain, gallbladder removal ((B)(6) 2014), skin infections (boils), rashes, brain fog, forgetfulness, shortness of breath, chest pains, fatigue, no energy, numbness and tingling in my arms, hands, legs, and thighs, weight gain that will not go away and it makes me look like I am six months pregnant.